Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during incoming inspection, the device displayed an "off set self check failure 1176" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 catalog # removed, and d4 primary UDI # updated. The device was returned to zoll medical corporation for evaluation. The customer's report was observed during evaluation. A self-check failure 1176 occurs when the calibration tables have been corrupted. This can be caused by an issue with the usb cable connecting the vent to the rcs, an issue with the rcs or an incorrect sequence of steps while testing. The device would not pass calibration testing if the calibration tables have been corrupted. The vent module serial numbers were written to device to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.